Manufacturer narrative:
An investigation into this event is currently ongoing.

Event description:
It was reported that this pacemaker oversensed noise resulting in pacing inhibition with asystole for more than two seconds. The patient is pacemaker dependent patient and was syncopal. The patient was prescribed a holter monitor which confirmed frequent instances of noise with pacing inhibition. Isometrics and pocket manipulation were successfully in recreating noise. The device was reprogrammed and intervention is likely.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this pacemaker oversensed noise resulting in pacing inhibition with asystole for more than two seconds. The patient is pacemaker dependent patient and was syncopal. The patient was prescribed a holter monitor which confirmed frequent instances of noise with pacing inhibition. Isometrics and pocket manipulation were successfully in recreating noise. The device was reprogrammed and intervention is likely. The device was explanted.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker oversensed noise resulting in pacing inhibition with asystole for more than two seconds. The patient is pacemaker dependent patient and was syncopal. The patient was prescribed a holter monitor which confirmed frequent instances of noise with pacing inhibition. Isometrics and pocket manipulation were successfully in recreating noise. The device was reprogrammed and intervention is likely. The device was explanted.